Event description:
It was reported that upon treating a aneurysm in the bifurcation of the right carotid artery, the last coil was positioned and prematurely detached. A portion of the coil remained in the parent artery. An attempt to retrieve the coil with a micro snare was made unsuccessfully. A stent was placed to hold the coil protrusion in place. The pt was administered (clopidogrel 75 mg/day and aspirin 100 mg/day). No harm or injury was reported. Pt information - pt identifier, and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device returned with the coil detached from the delivery pusher. The implant coil was not returned for evaluation. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for evaluation. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.